Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they were hospitalized due to high blood glucose level on (B)(6) 2019. Customer' blood glucose level was 559 mg/dl. Customer was treated with insulin drip. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not returned for analysis.